Event description:
Lead was capped after it was found to have noise. Patient was shocked inappropriately. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.